Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported being hospitalized due to abdominal pains related to pd therapy. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was not in treatment at the time of the event. The patient was admitted to the hospital with an initial diagnosis of bacteremia due to staphylococcus epidermidis. The source of the infection was determined to be peritonitis. The peritonitis was diagnosed on the same date. A culture was obtained. The patient¿s white cell count was 4,162. The culture was positive for staphylococcus epidermidis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 1500mg in the longest dwell for 14 days. The cause of the peritonitis is unknown. The patient remains hospitalized. The hospitalization is not related to any fresenius device(s) or product(s) and/or their dialysis therapy. The patient is continuing ccpd therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. Although the cause of the patient¿s peritonitis was not determined, the culture results of staphylococcus epidermidis suggest a breach in aseptic technique. Staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported being hospitalized due to abdominal pains related to pd therapy. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was not in treatment at the time of the event. The patient was admitted to the hospital with an initial diagnosis of bacteremia due to staphylococcus epidermidis. The source of the infection was determined to be peritonitis. The peritonitis was diagnosed on the same date. A culture was obtained. The patient¿s white cell count was 4,162. The culture was positive for staphylococcus epidermidis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 1500mg in the longest dwell for 14 days. The cause of the peritonitis is unknown. The patient remains hospitalized. The hospitalization is not related to any fresenius device(s) or product(s) and/or their dialysis therapy. The patient is continuing ccpd therapy.